Event description:
It was reported that the customer was at the emergency room due to high blood glucose of 411 mg/dl, and she was treated with an insulin drip. Troubleshooting was not performed as customer has been sleeping and does not have an extra infusion set or tubing clamp to complete testing. Advised caller that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.